Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode, however, engineering evaluation found that the main tube insulation appears to have scratches and gouge marks. Engineering concluded that the damage is likely caused by external excess force contact on the main tube surface. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci si surgical procedure, the thoracic grasper instrument was not grasping. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.